Manufacturer narrative:
D9 - date returned to MFR: 3/16/2026 a series of photos were shared by the customer, showing what appears to be the sections were the leaks came from, but no visible leaks are observed. Three (3) used. List #kl-fnu3, chemosafelock connecter connected one to unknown bottle, another to uknown, chemolock connector and one more to unknown, extension set w/ needle were returned for evaluation. As received, neither physical damage or significant anomalies on the chemosafelock connector nor in the chemolock connector were observed. The samples were tested as procedure and no leaks anywhere were observed. Complaint of leak cannot be confirmed or replicated. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch and it was reported that there is liquid leakage at the bottom of the pump cassette after priming. There was patient involvement but no patient harm. Additional information was provided by the customer on 12mar2026 as follows: the leakage occurred during a patient's infusion. There was no delay in critical therapy, no serious injury, and no adverse operator consequences. The device was changed out/replaced with no further problems encountered. The type of procedure was drug preparation with 5fu as medication. In addition, the customer also stated that during use on a patient, the cloth was found to be wet. Three pieces of kl-fnu were received at the reporting facility. The first sample is connected to the bottle top of a surefuser a (nipro) (sample 1), and the second sample is connected to a kl-msu3 with a male connector at the distal end (sample 2). The third sample is connected to a female connector of a non-terumo i.v. Set (sample 3). No damage or deformation was observed on the actual samples or on the returned kl-msu3. Liquid flow of the three actual samples was checked by the reporting facility using the returned kl-msu3, an in-house syringe, and a three-way stopcock. No leakage was recorded. For the combination of a three-way stopcock, the actual sample, the returned kl-msu3, and an additional three-way stopcock (used to create an occluded state), an airtightness test was performed by applying 50 kpa for 15 seconds. As a result, no leakage was observed in all three samples. After removing the i.v. Set from actual sample 3, they closely inspected the male taper of the sample and the female taper of the i.v. Catheter. The inspection revealed deformation on the threads of the female luer of the i.v. Set. No damage or deformation was observed on the male taper, and the luer taper was confirmed to be within specification.

Manufacturer narrative:
The device is available for evaluation; however, has not been received. D4 - primary UDI number: di is unknown. E1 - initial reporter establishment name: (B)(6) hospital. Additional reporter details: (B)(6).

Event description:
An event occurred on an unspecified date; involved a chemo safelock connecter. Reported that the safe lock had leakage. There were no reported patient involvement and harm.